Manufacturer narrative:
This event occurred in (B)(6). The customer had last performed calibration on (B)(6) 2019. Qc on that day failed. No qc testing was performed on the day the 3.56 ng/ml result was received. There may be reagent handling issues at the customer site as no qc was performed on the day the result in question was received. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant low result for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The initial test was a data flag with no result. The sample was repeated on the e411 in question with a result of 3.56 ng/ml. The customer repeated the sample on an e411 at a different site and the result was 5.2000 ng/ml. On (B)(6) 2019 the customer reconstituted new calibration material and calibration and qc results were acceptable. The sample was repeated again on the e411 in question with a result of 4.93 ng/ml. This result was believed to be correct. The result in question was reported outside of the laboratory. The total psa reagent lot number was 381505 with an expiration date of apr-2020.